Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump got wet and was not working anymore. The customer had gone into a pool and forgo to take off the insulin pump. There was water under the screen. The insulin pump was beeping constantly but there was nothing on the screen. There was a crack on the insulin pump where the reservoir goes in. The customer¿s blood glucose level was 323 mg/dl. They treated the high blood glucose with a bolus. The device will be returned for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display or audio/beep anomaly noted. However, unit alarmed motor error during rewind due to moisture damaged the motor home switch. Also moisture damage electronic assembly during visual inspection. Unable to perform operating current test, unexpected alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.